Manufacturer narrative:
Zimvie complaint number(B)(4). Patient identifier unknown / not provided, age and date of birth unknown / not provided, patient sex unknown / not provided, weight unknown / not provided, brand name unknown / not provided, device product code unknown / not provided, catalog and lot number unknown / not provided, UDI not available, email address unknown / not provided, PMA/510(k) number not available. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted. Product not returned, summary investigation.

Event description:
It was reported that that patient had crown mobility and screw had to be tight. Tooth site 36. Discomfort was reported as a result of the event.